Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2295 of the bd syringe with hypodermic needle precisionglide¿ experienced foreign matter. The following information was provided by the initial reporter: 2,295 units have black dots

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 10-mar-2023. H6: investigation summary: two thousand two hundred ninety-five samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed on two hundred sixty-two samples. One thousand nine hundred ninety-six samples were observed to have small ink dot on the barrel on the opposite side of the scale marking area. The conditions observed are acceptable per product specification. Thirty-two samples had six or more ink dots and five samples had one ink dot in the non-scale marking area. The conditions observed are non-conforming per product specification. Potential root cause for the ink dots defect is associated with the marking process. This defect is occurring below an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 2102324. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 2295 of the bd syringe with hypodermic needle precisionglide¿ experienced foreign matter. The following information was provided by the initial reporter: (B)(4) units have black dots.